Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk was replaced and other materials were ordered. No further repair info is available.

Event description:
The customer reported that the system displayed a scan disk active error message, and would not boot up. No pt injury was reported.